Manufacturer narrative:
The product has been requested. Manufacturing records were reviewed and found to be acceptable. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. The investigation is ongoing.

Event description:
It was reported by the user facility that the canula broke out of the trocar and was in tissue of the right eye. The doctor had to remove the product from the tissue with forceps and one vicryl was needed.

Manufacturer narrative:
The cannula was returned in two pieces. A portion of the polyimide tube is still bonded to the hub with approximately .040" protruding. A separated part of the tubing was loose in the bottle. Visual inspection under magnification shows the point of separation of the polyimide tubing was reduced in diameter, had soft curled edges, and a stretched strand of plastic bridging the opening of the loose half. Evidence is indicative of the material melting. User confirmed that the device was used in a 20g fragmentation instrument. This was a contraindicated action by the user. The sample was sent to the vendor, and their evaluation of the cannula could not determine a cause of the break. Their device history records confirmed all materials used were as specified, and assemblies were inspected and packaged by trained personnel. They could not determine a root cause. No corrective action is required.